Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Actual device evaluated. Returned test strips produced lo readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/17/2015.

Event description:
The customer is trying to perform a blood test the meter keeps displaying the e-5 error immediately after the blood touches the test strip. The customer's wife is calling on behalf of the customer. The customer stated that he is feeling a little dizzy and no medical intervention is needed. . I verified the normal glucose levels for customer and verify that no medical attention is required at this time. The customer stated that the e-5 message appeared soon after the blood is applied to the test strip. I instructed the customer that the e-5 error is a test strip error. The customer stated that she is storing the meter and test strips in the kitchen, informed the customer on the recommended storage by the manufacturer. Yes, I verified that the customer is using proper testing technique. The customer confirmed: he did not dip the test strip into the blood sample twice. He did not remove the test strip from the blood sample prematurely. He does allow his hands to dry completely after washing his hands before performing the blood test. The tip of the test strip is not touching their fingertip. Verified with the customer that there has not been an adverse event and/or medical intervention required due to a result obtained or as a result of error message being displayed by the meter. Customer confirms the error message appeared again.

Manufacturer narrative:
(B)(4). Actual device evaluated. Returned test strips produced lo readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/17/2015. Correction: correction of lot #:test strip lot # ps2355

Event description:
The customer is trying to perform a blood test the meter keeps displaying the e-5 error immediately after the blood touches the test strip. The customer's wife is calling on behalf of the customer. The customer stated that he is feeling a little dizzy and no medical intervention is needed. I verified the normal glucose levels for customer and verify that no medical attention is required at this time. The customer stated that the e-5 message appeared soon after the blood is applied to the test strip. I instructed the customer that the e-5 error is a test strip error. The customer stated that she is storing the meter and test strips in the kitchen, informed the customer on the recommended storage by the manufacturer. Yes, I verified that the customer is using proper testing technique. The customer confirmed: he did not dip the test strip into the blood sample twice. He did not remove the test strip from the blood sample prematurely. He does allow his hands to dry completely after washing his hands before performing the blood test. The tip of the test strip is not touching their fingertip. Verified with the customer that there has not been an adverse event and/or medical intervention required due to a result obtained or as a result of error message being displayed by the meter. Customer confirms the error message appeared again.